Event description:
A malfunction was reported on the customer's pump. Blood glucose level remained within the normal range and did not exceed 500 mg/dl. Customer support provided instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.